Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the reported worsening right heart failure and heartmate 3 lvas (left ventricular assist system), serial number (B)(6), cannot be conclusively determined through this evaluation. The reported low flow alarms were unable to be confirmed via the evaluation of the log files provided by the account. The controller event log file contained events from (B)(6) 2023. Of note, there were several pulsatility index (pi) events that filled the majority of the file and would have overwritten older data, per design. No other notable events or alarms were captured, and the pump appeared to have been operating as intended at the fixed speed. The patient remains ongoing on heartmate 3 lvas, serial (B)(6), and no further events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviation from manufacturing or quality assurance specifications. The heartmate 3 lvas (left ventricular assist system) contains the following information: section 1 lists right heart failure as a potential adverse event that may be associated with the use of the heartmate 3 lvas. Section 4 outlines system monitor operations and alarm messages. This section explains that the low flow hazard alarm will be triggered when pump flow is less than 2.5 liters per minute (lpm) and explains that changes in patient conditions can result in low flow. This section also explains that pi events are assumed by the system during cases when there are sudden and substantial changes in the pulsatility index. Pi events may be initiated for reasons other than true pi events. Some reasons include sudden changes in a patient¿s volume status, arrhythmias, sudden changes in power, and sudden changes in pump speed. These types of pi events are more likely to be triggered in cases of low pulsatility. Section 6 states: ¿right heart failure can occur following implantation of the pump. Right ventricular dysfunction, especially when combined with elevated pulmonary vascular resistance, may limit the effectiveness of the lvas due to reduced filling of the pump.¿ section 7 outlines system alarms and the recommended actions associated with them. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is completed.

Event description:
It was reported that the patient was admitted with multiple low flow alarms of unclear etiology. The patient was presyncopal but had no arrhythmias, no hypotension, and was euvolemic. It was later reported that the pump speed had recently been increased from 5300 rotations per minute (rpm) 5400rpm to offset left ventricle (lv) dilation based on a right heart catheterization (rhc). Most recent echocardiogram did reveal more right ventricle (rv) dilation and systolic dysfunction. Speed was reduced back to 5300 rpm due to worsening rv failure. It was later reported that the rv failure was present prior to left ventricular assist device (lvad) implant, but the increase in lvad speed may have worsened the condition.